Event description:
It was reported via phone call that the numbers and bar on the screen of the insulin pump started scrolling on their own. It was also reported that the insulin pump alarmed motor error during bolus/basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 3.5 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. No motor error alarm noted during bolus and basal delivery and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and shifted end cap sticker.